Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision. Asr xl - right. Reason(s) for revision: unknown.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Update 4 august 2015: this is the 2nd of 2 revisions. Original implant date is (B)(6) 2003. The first revision, resurfacing to xl, was on (B)(6) 2005. The second revision was (B)(6) 2013. Having queried details of the first revision, the original implants were not asr products. Added crawford reference number and updated reason for revision to include pain and alval / soft tissue reaction. Added surgeon name, (B)(6), and added expiry dates for products. Taken from original claimsuite and scf.

Event description:
Asr revision; asr xl - right. Reason(s) for revision: unknown.